Event description:
As reported, during use with this pressure monitoring set with vamp junior, there was inaccurate abg (arterial blood gas) sample results. As per customer, the sample was contaminated with saline. The blood extraction was performed from the lass valve of the vamp with a 3ml abg syringe. There was no allegation of patient injury reported. Patient demographics were not available. The device was not available for evaluation due to it was infected.

Manufacturer narrative:
The device involved in this event was not available for evaluation since it was infected. Therefore, a product non-conformance or device failure could not be confirmed. Without the return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Device was infected.

Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Additionally, although the complaint device was not available for evaluation, a sealed unit from the same lot number was received for evaluation. Nevertheless, no defect were found on the additional sealed unit. Based on further engineering investigation, there are manufacturing controls to avoid potential causes related to the reported malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.